Manufacturer narrative:
The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information alleging issues with a simply go mini, error 0030. There was no report of serious harm or injury. The device has been returned to the third-party service center. The device was evaluated and observed the front and rear cover were damaged, air side makes whistle noise, oxygen side leaking air and low oxygen supply due to clogged, compressor overheating and contaminated needs to be replaced. The device has been serviced, inspected and tested, met the acceptance criteria.